Event description:
Te customer's parent called and reported there was an unspecified insulin pump failure. The customer's parent was unsure what the exact issue was, as customer was at camp in the middle of a canyon and did not have a phone.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.